Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found half the optic and a loop haptic torn off and missing. There was evidence of clear surgical residue. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens. Lens noted to be torn after insertion into the eye. No patient injury. The incision was not enlarged and no suture used. Another same model lens was used. Tech error while loading lens into cartridge.